Event description:
It was reported that the right ventricular lead was explanted due to an apparent lead fracture. No patient complications have been reported as a result of this event. Additional information was received reporting that the lead was capped.